Event description:
A healthcare professional reported that during anterior capsulotomy treatment caused corneal perforation and misplaced treatment into cornea in the patient left eye, during cataract surgery. The cataract procedure was unable to be performed. Additional information received as system treated to the full thickness cornea, ten corneal sutures were placed in the treated cornea and the sutures will be retained for six to twelve months. Additional procedure penetrating keratoplasty required.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was later determined to be irrelevant to this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during anterior capsulotomy treatment caused corneal perforation and misplaced treatment into cornea in the unknown eye of a patient, during cataract surgery. The cataract procedure was unable to be performed.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received as system treatment to the full thickness cornea, ten corneal sutures were placed in the treated cornea and the sutures will be retained for six to twelve months. Additional procedure penetrating keratoplasty required.